Event description:
It has been reported to philips that the system gave a ¿memory full¿ error even after emptying the drive. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned general surgery was performed by the customer and completed as planned without any restrictions by the client. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was showing memory full even after emptying the drive. Review of the system log file confirmed the malfunction in frontal ippc (image processing pc). To resolve this issue, fse removed the hard disks from the database, cleaned, and reformatted and reinstalled in the ippc and recreated the database. The system was returned to use in good working order. The codes were updated based on investigation outcome.